Event description:
Customer reports multiple symptoms and error codes including: system would not boot fully (displayed five arrows on generator display and a blank screen on the workstation); touchscreen failure error code displayed after boot-up; system error code displayed after boot-up; room door open error code during fluoro; fast-stop activated error code displayed after saving image; and, after saving image, workstation screen went blank, no image displayed when pressing x-ray on button, and image did not save. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the workstation transformer strapping, rerouted the system interface-external interface ribbon cable to relieve strain on the cable. Adjusted workstation +5 volt power supply. Adjusted generator +5 volt power supply. Replaced the generator interface board. Replaced the fluoro functions board. Replaced the hard drive, and reloaded software. System operates as intended.